Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 10 months post an rx wallstent permalume 10 mm x 40 mm stent placement procedure, the pt experienced a ductal stricture. The stent had been placed in the distal common bile duct (cbd). During the "stricture revision" procedure, hyperplasia was noted and considered "mild in nature and definitely related to the device". The physician removed the stent with a snare device. "With no technical or clinical complications". It was not known if another stent was placed. The pt's status is unk, however, the pt's outcome is reported as "ongoing".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.